Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of her essure coils had migrated, perforated her fallopian tubes') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2008), haemorrhage in pregnancy, unintended pregnancy, gestational diabetes, smoker, cesarean section, wound infection, spontaneous abortion, acne, discomfort, lumbo-sacral pain, neck pain, neoplasm, myringotomy, tonsillectomy, limb operation, finger operation, arthritis, bipolar I disorder, spinal column stenosis, chipped tooth, placenta increta and postpartum haemorrhage. No history of migraines. *on (B)(6) 2009: MRI/mr lumbar spine without cm: conclusion: 1. Congenital variation to the l4 vertebra is suggested with a small congenital cleft, left para centrally. 2. Asymmetric bulge versus disc with marginal endplate osteophytes and severe narrowing of the left l4-5 neural foramen with effacement and impingement of the exiting left l4 nerve root.3. No central canal stenosis noted. (B)(6) 2009: CT head without contrast: impression: normal appearance of brain and skull. Minimal mucosal thickening right maxillary antrum. Posterior occipital lymph nodes are seen with the largest on the right still within normal range in size (B)(6) 2009: pelvic u/s: assessment: contraceptive surveillance. (B)(6) 2016: CT scan: no acute finding in the abdomen or pelvis normal gallbladder and appendix contraceptive device partially extended to the left and right fallopian tube (as written (B)(6) 2016: xr pelvis 1 view portable: final result: no acute fracture or mal alignment of the bony pelvis. Bony fragment incompletely imaged over the right lateral mid femoral shaft. Sacroiliac joints are unremarkable. Essure devices. (B)(6) 2016: hcg pregnancy: < 1 negative. (B)(6) 2016:CT head: impression: expected evolution of the parenchymal hematoma in the posterior right frontal and parietal lobes with resolved surrounding edema and evidence of developing encephalomalacia. Continued changes of encephalomalacialgliosis in the right occipital and left temporal lobes (B)(6) 2016: CT abdomen/pelvis: impression: 1. High-grade sbo just distal to ileal. 2. Anastomosis, likely from stricture. The degree of small bowel distension suggest an element of chronic obstruction 2. Marked hepatic steatosis. (B)(6) 2017: xr lower leg (tibia/fibula) left: 1. Healing distal third tibia metadiaphyseal fracture status post medial plate and screw fixation with additional anteroposterior directed interfragmentary screw distally and laterally. No change in alignment. No hardware complication. 2. Healing fracture of the distal fibula with similar alignment. 3. No new fractures or malalignment. 4. Posterior calcaneal enthesopathy. 5. Osteopenia. (B)(6) 2017: xr thigh femur right: impression: 1. Healing distal femoral diaphyseal (middle and distal thirds) fracture status post retrograde intramedullary nail and screw fixation with additional anteroposterior directed screw in the lateral condyle. No change in alignment. No hardware complication. 2. Partially imaged proximal tibia hardware. 3. No new fracture or malalignment. Right hip is located. 4. Mild degenerative changes of the right hip. 5. Partially imaged essure coils over the anatomic pelvis (B)(6) 2017: x-ray left shoulder (2+ views) : impression: 1. No acute fracture or malalignment. 2. Mild degenerative changes of the left acromioclavicular and glenohumeral joints. 3. Question of a 17 x 12 mm ossify body projecting along the anterior aspect of the scapula (on the axillary view) and at the level of the coracoclavicular interval (on the frontal view) which may represent an intra-articular body or heterotopic ossification from prior ligamentous injury. CT can further evaluate and localize if this will affect management. 4. Demineralization of the left humerus which may relate to disuse. (B)(6) 2017: us pelvis complete: pelvic sonogram to locate essure. Uterus 10.5 x 4.9 x 4.9 cm, homogeneous anteverted uterus wnl endometrium 2.5 mm, symmetrical, wnl right ovary 3.7 x 3.1 x 2.6 cm, wnl left ovary 3.1 x 2.6 x 3.8 cm, complex ov cyst 2.6 x 2.4 x 2.1 cm both essure coils were visualized and appear to be located in the uterotubal junction, no free fluid, no pain during ultrasound. Previously administered products included for an unreported indication: zoloft, xanax, prozac, insulin and analgesic. Concurrent conditions included laparotomy since (B)(6) 2016, splenectomy since (B)(6) 2016, degenerative disc disease, lipoma nos, bell's palsy, bronchitis, hand fracture, musculoskeletal disorder, arm infection, palmar erythema, ear pain, otitis externa, diarrhea, cough, diaphoresis, compression fracture, carotid artery disease, femur fracture, splenic laceration, pneumoperitoneum, respiratory failure, enterococcal bacteremia, streptococcal bacteremia, pneumonia gram-negative bacterial nos, malnutrition, anemia from chronic blood loss, traumatic brain injury, fractured ribs, aortic rupture, vertebral artery dissection, pneumonia, fungal infection, septicemia candida, pulmonary embolism, facial swelling, chest pain, hemorrhagic stroke, dizziness, numbness, tingling, hypokalemia, small bowel obstruction, pulmonary embolism, thrombocytosis, intracerebral hemorrhage, aortic rupture and uti. Family history included hypertension (father and mother) and diabetes (father and mother). Concomitant products included oral contraceptive nos from (B)(6) 2008 to (B)(6) 2009 for birth control as well as aciclovir (acyclovir), clonazepam (klonopin), ethinylestradiol;norethisterone acetate (loestrin) and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal menorrhagia)/excessive bleeding during menstrual cylcle") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding general)"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems: (anxiety increased)/ increased after insertion") and coital bleeding ("bleeding during intercourse") and was found to have weight increased ("weight gain") and blood urine present ("blood when urinating"). In 2015, the patient experienced nausea ("nausea") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2016, the patient experienced alopecia ("hair loss") and vomiting ("other injury(ies) or complication (frequent vomiting)"). On an unknown date, the patient experienced device expulsion ("migration of essure device (unable to locate one device by x-ray)") with pelvic pain, haematochezia ("bleeding during defecating"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), the first episode of migraine ("severe migraines / migraines / headaches/ increased after insertion"), dysmenorrhoea ("menstrual pain / menstrual pain"), the second episode of migraine ("migraines / headaches/ increased after insertion") and hidradenitis ("hidradenitis suppurativa"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, haematochezia, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety, the last episode of migraine, nausea, tooth disorder, alopecia, weight increased, vomiting, blood urine present, coital bleeding and hidradenitis outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, blood urine present, coital bleeding, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haematochezia, hidradenitis, menorrhagia, nausea, tooth disorder, vaginal haemorrhage, vomiting, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. No further causality assessment were provided for the product. The reporter commented: left tube placement 7 coils noted, right tube 4 coils noted. Currently cannot afford essure removal surgery without insurance. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: fallopian tubes blocked by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc(product technical complaint). Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of her essure coils had migrated, perforated her fallopian tubes') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2008), haemorrhage in pregnancy, unintended pregnancy, gestational diabetes, smoker, cesarean section, wound infection, spontaneous abortion, acne, discomfort, lumbo-sacral pain, neck pain, neoplasm, myringotomy, tonsillectomy, limb operation, finger operation, arthritis, bipolar I disorder, spinal column stenosis, chipped tooth, placenta increta and postpartum haemorrhage. No history of migraines. On (B)(6) 2009: MRI/mr lumbar spine without cm: conclusion: congenital variation to the l4 vertebra is suggested with a small congenital cleft, left para centrally. Asymmetric bulge versus disc with marginal endplate osteophytes and severe narrowing of the left l4-5 neural foramen with effacement and impingement of the exiting left l4 nerve root. No central canal stenosis noted. On (B)(6) 2009: CT head without contrast: impression: normal appearance of brain and skull. Minimal mucosal thickening right maxillary antrum. Posterior occipital lymph nodes are seen with the largest on the right still within normal range in size. On (B)(6) 2009: pelvic u/s: assessment: contraceptive surveillance. On (B)(6) 2016: CT scan: no acute finding in the abdomen or pelvis normal gallbladder and appendix contraceptive device partially extended to the left and right fallopian tube (as written). On (B)(6) 2016: xr pelvis 1 view portable: final result: no acute fracture or mal alignment of the bony pelvis. Bony fragment incompletely imaged over the right lateral mid femoral shaft. Sacroiliac joints are unremarkable. Essure devices. On (B)(6) 2016: hcg pregnancy: < 1 negative. On (B)(6) 2016:CT head: impression: expected evolution of the parenchymal hematoma in the posterior right frontal and parietal lobes with resolved surrounding edema and evidence of developing encephalomalacia. Continued changes of encephalomalacialgliosis in the right occipital and left temporal lobes. On (B)(6) 2016: CT abdomen/pelvis: impression: high-grade sbo just distal to ileal. Anastomosis, likely from stricture. The degree of small bowel distension suggest an element of chronic obstruction. Marked hepatic steatosis. On (B)(6) 2017: xr lower leg (tibia/fibula) left: healing distal third tibia metadiaphyseal fracture status post medial plate and screw fixation with additional anteroposterior directed interfragmentary screw distally and laterally. No change in alignment. No hardware complication. Healing fracture of the distal fibula with similar alignment. No new fractures or malalignment. Posterior calcaneal enthesopathy. Osteopenia. On (B)(6) 2017: xr thigh femur right: impression: healing distal femoral diaphyseal (middle and distal thirds) fracture status post retrograde intramedullary nail and screw fixation with additional anteroposterior directed screw in the lateral condyle. No change in alignment. No hardware complication. Partially imaged proximal tibia hardware. No new fracture or malalignment. Right hip is located. Mild degenerative changes of the right hip. Partially imaged essure coils over the anatomic pelvis. On (B)(6) 2017: x-ray left shoulder (2+ views) : impression: no acute fracture or malalignment. Mild degenerative changes of the left acromioclavicular and glenohumeral joints. Question of a 17 x 12 mm ossify body projecting along the anterior aspect of the scapula (on the axillary view) and at the level of the coracoclavicular interval (on the frontal view) which may represent an intra-articular body or heterotopic ossification from prior ligamentous injury. CT can further evaluate and localize if this will affect management. Demineralization of the left humerus which may relate to disuse. On (B)(6) 2017: us pelvis complete: pelvic sonogram to locate essure. Uterus 10.5 x 4.9 x 4.9 cm, homogeneous anteverted uterus wnl endometrium 2.5 mm, symmetrical, wnl right ovary 3.7 x 3.1 x 2.6 cm, wnl left ovary 3.1 x 2.6 x 3.8 cm, complex ov cyst 2.6 x 2.4 x 2.1 cm both essure coils were visualized and appear to be located in the uterotubal junction, no free fluid, no pain during ultrasound. Previously administered products included for an unreported indication: zoloft, xanax, prozac, insulin and analgesic. Concurrent conditions included laparotomy since (B)(6) 2016, splenectomy since (B)(6) 2016, degenerative disc disease, lipoma nos, bell's palsy, bronchitis, hand fracture, musculoskeletal disorder, arm infection, palmar erythema, ear pain, otitis externa, diarrhea, cough, diaphoresis, compression fracture, carotid artery disease, femur fracture, splenic laceration, pneumoperitoneum, respiratory failure, enterococcal bacteremia, streptococcal bacteremia, pneumonia gram-negative bacterial nos, malnutrition, anemia from chronic blood loss, traumatic brain injury, fractured ribs, aortic rupture, vertebral artery dissection, pneumonia, fungal infection, septicemia candida, pulmonary embolism, facial swelling, chest pain, hemorrhagic stroke, dizziness, numbness, tingling, hypokalemia, small bowel obstruction, pulmonary embolism, thrombocytosis, intracerebral hemorrhage, aortic rupture and uti. Family history included hypertension (father and mother) and diabetes (father and mother). Concomitant products included oral contraceptive nos from (B)(6) 2008 to (B)(6) 2009 for birth control as well as aciclovir (acyclovir), clonazepam (klonopin), ethinylestradiol;norethisterone acetate (loestrin) and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal menorrhagia)/excessive bleeding during menstrual cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding general)"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems: (anxiety increased)/ increased after insertion") and coital bleeding ("bleeding during intercourse") and was found to have weight increased ("weight gain") and blood urine present ("blood when urinating"). In 2015, the patient experienced nausea ("nausea") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2016, the patient experienced alopecia ("hair loss") and vomiting ("other injury(ies) or complication (frequent vomiting)"). On an unknown date, the patient experienced device expulsion ("migration of essure device (unable to locate one device by x-ray)") with pelvic pain, haematochezia ("bleeding during defecating"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), the first episode of migraine ("severe migraines / migraines / headaches/ increased after insertion"), dysmenorrhoea ("menstrual pain / menstrual pain"), the second episode of migraine ("migraines / headaches/ increased after insertion") and hidradenitis ("hidradenitis suppurativa"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, haematochezia, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety, the last episode of migraine, nausea, tooth disorder, alopecia, weight increased, vomiting, blood urine present, coital bleeding and hidradenitis outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, blood urine present, coital bleeding, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haematochezia, hidradenitis, menorrhagia, nausea, tooth disorder, vaginal haemorrhage, vomiting, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. No further causality assessment were provided for the product. The reporter commented: left tube placement 7 coils noted, right tube 4 coils noted. Currently cannot afford essure removal surgery without insurance. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: fallopian tubes blocked by essure. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-jun-2020: pfs received: event hidradenitis suppurativa added. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.